Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure via superficial femoral artery, the stent was allegedly partially deployed. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure via superficial femoral artery, the stent was allegedly partially deployed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was returned to the manufacturer for evaluation and the returned sample was found with activated deployment mechanism and with partially deployed stent which confirms that the user could only partially deploy the stent. Inside the grip deformation was found on a force transmitting component which indicated high release force, and which made a complete stent deployment impossible. A process related issue could not be found. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.